Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on information provided for investigation. Additional information for further investigation was requested but not provided.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for creatinine jaffé method (crea). The customer also mentioned that there were a couple of other samples from the previous week that were reported out and the clinician questioned the results. Upon repeat of these samples, the clinician was proven correct. The customer was asked to provide information for these additional samples, but this information has not been provided. A clarification has been requested. The affected sample initially resulted as 800. The sample was repeated and resulted as 71. The result(s) were reported outside of the laboratory. The customer was asked to provide the units of measure for the crea assay, but has not done so. A clarification has been requested. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. A clarification has been requested. The crea reagent lot number and expiration date were asked for, but not provided. The customer stated that there was yellow staining on top of the cuvettes and that this will appear over a period of one day. The cuvettes were replaced, but yellow staining was again evident.